Event description:
It was reported that low r wave sensing was noted on the right ventricular (rv) lead. No intervention was performed at this time. There were no adverse health consequences, the patient was stable.